Event description:
Per the clinic, the patient experienced pain and a magnet dislodgement following an MRI scan (1.5 tesla) on (B)(6) 2021, and was treated with steroids and topical ointment. During a revision surgery to replace the magnet on (B)(6) 2021, it was discovered the magnet was manually pushed back into place. However, the surgeon decided to remove the magnet for an MRI scan, and sterile magnet was placed successfully after completion of the MRI scan. The implanted device remains.